Event description:
It was reported that when using the bd pyxis¿ medbank mini user attempted to return an item (dilaudid 1 mg/ml syr) that had been issued to a patient but was never administered. However, the item did not appear on the items available for waste list. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A technical support specialist checked the cabinet settings and found that the days to display dose/waste setting was set to 2 days, so the timeframe for the customer to return the medication had expired. The technical support specialist advised the customer to reach out to their immediate supervisor for next steps. The system functioned as intended after the technical support specialist investigated the device.